Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman access truseal system with a watchman delivery system snapped into the was truseal. The devices were bloody and were soaked in a warm water bath, and then separated during the lab analysis. The tip, sheath, and hub/valve were microscopically and visually inspected. Inspection revealed numerous small kinks in the sheath, and tip and sheath damage (flattened) for a length of 35.5 cm. Inspection of the rest of the device found no other damage to the rest of the device. Functional testing was carried out with the returned wds device. The wds was inserted into the was truseal, and resistance was encountered, as both sheaths were damaged.

Event description:
It was reported tip damage occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system was inserted into the right femoral vein in the normal fashion with a 16f non-bsc introducer sheath for support at the site. When the 27mm watchman laa closure device and delivery system was ready to be tracked up the access system, there was some resistance but nothing unusual noted on fluoroscopy. The closure device was deployed and implanted successfully. No recaptures were necessary. Upon removal of the access system, it was noted that 20cm of the distal end was flattened. There were no patient complications.

Event description:
It was reported tip damage occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system was inserted into the right femoral vein in the normal fashion with a 16f non-bsc introducer sheath for support at the site. When the 27mm watchman laa closure device and delivery system was ready to be tracked up the access system, there was some resistance but nothing unusual noted on fluoroscopy. The closure device was deployed and implanted successfully. No recaptures were necessary. Upon removal of the access system, it was noted that 20cm of the distal end was flattened. There were no patient complications.